Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5: reference MFR report 1627487-2018-07481, reference MFR report 3006705815-2018-01873, reference MFR report 3006705815-2018-01874, reference MFR report 1627487-2018-07482. It was reported that the patient developed an infection. As a result, the patient underwent surgical intervention to have their scs system explanted.